Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed mid left anterior descending (sds) artery. Pre-dilatation was performed with a non-abbott balloon and a 3.5 x 28 mm multi-link 8 stent delivery system was advanced to the lesion; however, the balloon ruptured during the first inflation around 4 to 5 atmospheres (atm). Pressure was increased up to 15 atmospheres. The sds was removed from the anatomy without resistance and post dilatation was performed with a non-abbott balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.